Event description:
It was reported by service report that the head end jack would not pump up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: pump piston.